Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose (bg) level was 398 mg/dl. The bg level was addressed with a bolus. Reportedly, the tubing was primed until air bubbles were removed.